Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity device was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, while taking the first biopsy, the forceps did not cut cleanly, but tore the tissue. A patient bleed occurred, but it was not excessive. The physician placed 1-2 resolution clips at the biopsy site. The procedure was completed with the same radial jaw 4 single use biopsy forceps jumbo capacity device. The patient's condition at the conclusion of the procedure was reported as being fine. Post procedure, the patient was observed for an hour, then discharged.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).